Event description:
It was reported that the right atrial lead exhibited high pacing threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 6.4 cm to 6.6 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported complaint of unacceptable threshold.